Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient went in for an magnetic resonance imaging (MRI) procedure and it was explained to them that the "pacemaker was off and has not been turned on", and "it's only been in record mode". In addition, the family member stated that the "pacemaker had not been functioning". No additional information could be obtained through follow-up attempts. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.